Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the device was checked and the programming was changed. Patient also stated that the device "doesn't seem to be working right". No patient complications have been reported as a result of this event.